Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returning an opened/used product.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading below 40 but blood glucose value was 156 mg/dl. The customer was advised about adhesive options. The customer also reported receiving calibration error and change sensor alerts. He was advised to change the sensor. The sensor was returned for analysis.